Manufacturer narrative:
The reported events of defective device, and over-sensing were not confirmed. As received, the device was returned above elective replacement indicator (eri) level. Electrical and mechanical analysis, visual inspection, and longevity assessment of the device did not identify any anomalies.

Event description:
Related manufacture reference number: 2017865-2023-95086. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in pacing inhibition. Header deficiency was suspected. The pacing system was explanted and replaced on (B)(6) 2023. There were no patient consequences.